Event description:
It was reported that during use of the bd plastipak¿ concentric luer lock syringe there was an issue with leakage between the plunger and the syringe. The following information was provided by the initial reporter, translated from french to english: cytotoxic leak (paclitaxel) with syringes 50 ml bd. The incident occurred twice with a high risk of exposure. We use an incriminated sample containing a cytotoxic (paclitax l) leak at the junction between the piston and the syringe.

Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1907236, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1907236 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ concentric luer lock syringe there was an issue with leakage between the plunger and the syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: cytotoxic leak (paclitaxel) with syringes 50 ml bd. The incident occurred twice with a high risk of exposure. We use an incriminated sample containing a cytotoxic (paclitax l) leak at the junction between the piston and the syringe.